Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine dwell three of three. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. During follow up, the hp stated that he was able to perform therapy later with no difficulties. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, loose connection to the final bag is a known cause of this alarm. The cause for the loose connection was not determined. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for properly connecting the bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.